Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experienced loss of stimulation for a month. Ipg was showing low battery warning and later on found to be inoperable as the company representative was unable to communicate with external devices. To address the issue patient underwent surgical intervention where the ipg was replaced and postoperatively effective therapy was restored .